Event description:
It was reported that this right atrial (ra) lead was exhibiting high out of range pacing impedances caused by lead fracture. The physician decided to continue to monitor the ra lead due to low pacing rate requirements for this patient. This ra lead remains in service. No adverse patient effects were reported.